Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device had partial firing. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass procedure, the surgeon fired a white reload, but did not get all the way across the small bowel. The staples fell apart and did not close the small bowel. Another handle, adapter and reload was used to complete the case. There was no patient injury.